Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 5 months after the dental implant and bridge were placed in the mouth, the implant failed. Clinician reports implant mobility. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 5 months after the dental implant and bridge were placed in the mouth, the implant failed. Clinician reports implant mobility. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).